Event description:
It was reported that the non-preloaded multifocal toric intraocular lens (iol) was explanted from the right eye due to the patient experiencing halos and poor night vision. The patient was able to perform daily activities as before the surgery. The best corrected visual acuity (bcva) both preoperatively and postoperatively was 20/20. No unplanned incision enlargement, vitrectomy, or sutures were required. There was no delay in the procedure. The patient¿s status is temporarily impaired. The directions for use were followed. Through follow-up, it was confirmed that the replacement lens was a non¿johnson & johnson lens. The device contributed to the event. The patient was neither over-corrected nor under-corrected and did not experience a loss of 2 or more lines of best spectacle-corrected visual acuity (bscva). The intended target refraction was plano. The patient had no pre-existing conditions that would affect the calculation, and no medication outside the standard of care was prescribed. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown/ requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 4, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing a haptic was detached from one lens half and scratches were observed on the other. The physical characteristics of the received lens was confirmed to match that of a zku150 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.